Manufacturer narrative:
D2b additional pro code: oad. H3: it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cti ablation procedure to treat atrial flutter, an intellagen system was selected for use. It was observed that the rf generator displayed error messages during the procedure. Despite attempts to use three different catheters, the issue persisted, preventing treatment and resulting in procedure cancellation. The generator has been replaced, and following submission of the deinstallation and installation checklists in december, the issue was resolved. There was no patient complications reported. There is no indication that the device will be returned for analysis.